Event description:
It was stated that the customer passed away due to diabetic ketoacidosis. The insulin pump was found on the customer's bed, but he was not wearing it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.